Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Height cm: 100. Implant date: (B)(6) 2018 (day unknown). When additional information is received a follow up report will be submitted.

Event description:
It was reported by the healthcare professional "6m po valve is not adjustable. Explanted." All med watch submissions related to this patient are: 3004721439-2018-00274 (this report), 3004721439-2018-00275.

Manufacturer narrative:
The valve was received submerged in an unidentified liquid in a plastic container. No deformation or damage of the valve were detected through the visual in specification. The permeability test has showed that the progav 2.0 valve is permeable. The progav 2.0 valve was tested and is adjusted to all specified pressure. The braking functionality test has shown that the brake function operates is fully operational and the braking force is within the given tolerances. First we performed a visual inspection of the progav 2.0 valve. No deformations or damage of the valve were detected during the visual inspection. Next we tested the permeability and adjustability of the valve, as well as the brake functionally and brake force. The progav 2.0 valve operates as expected and met all specification. Finally, we have dismantled the valve. Inside the valve we have found buildup of substances (likey protein). Based on our investigation, we are unable to substantiate the claim of non-adjustability. The valve operates within the specified tolerances. Therefore, it is possible that the deposits observed inside the valve could have causes the malfunction in the past. We can exclude a defect at the time of release. The valve met all specifications of the final inspections.